Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 46 mg/dl. Customer's blood glucose value was 156 mg/dl at the time of the call. The customer treated their blood glucose levels with juice. The customer states that the drive support cap on their insulin pump is flush. The customer did not troubleshoot and did not send the product back for analysis.